Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2016, that on (B)(6)2016, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data, but the data evaluation confirmed a permanent loss of connection . The root cause of the permanent connection loss could not be determined. The complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it failed, resulting in zero volts discharged. Share data logs were reviewed, finding nothing related to the customer complaint. The complaint of a pairing failed was not confirmed by data, but a permanent loss of connection was confirmed. Based on the investigation results this issue has been upgraded from non reportable to reportable. Based on the investigation results this issue has been upgraded from non-reportable to reportable.